Manufacturer narrative:
Product evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the lens found scarce amounts of viscoelastic solution on the cartridge which indicated lens use. Lens was observed stuck in cartridge. Due to this condition, the report of a detached haptic could not be verified. The plunger and pushrod were advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system that is related to the manufacturing process. Manufacturing record review: a review of the manufacturing records for the lens was performed. No discrepancies were found during the manufacturing process. The manufacturing operators conduct a cosmetic inspection and also inspect the pushrod-plunger assembly for defects during manufacture. There were no storage and/or manufacturing changes implemented during the manufacturing process. The lenses were manufactured per normal process and within specifications. There were no associated deviations or non-conformity reports found in the manufacturing record review for this complaint and/or similar issues. The lenses were released according to specifications and in compliance with the product intended use as required. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use the intraocular lens in conjunction with the lens delivery system. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received so this supplement is being filed. Age/date of birth: 1937, month and day not provided. Date of event: (B)(6) 2015; if implanted, give date: (B)(6) 2015; if explanted, give date: (B)(6) 2015. The physician that performed the surgery is dr. (B)(6). Additional information provided included further details regarding the procedure: when injecting the pcb00, the haptic goes first and haptic is detached from optic. Injection is stopped. Haptic is removed under microscope control. Injection of viscoelastic into anterior chamber. Another pcb00 24.5 diopter was placed into the bag. The viscoelastic was removed by irrigation aspiration (ia). A monofilament suture was used on the main incision. Injection of cefuroxime, seal was checked, betadine, tobradex and bandage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that during a cataract surgery, the haptic of the pcb00 broke while the surgeon was implanting the intraocular lens into the patient's eye. The lens was removed without any clinical damage to the patient. Surgery time was increased 15 minutes. In follow-up, it was reported that the customer noticed the defect while injecting the intraocular lens; only the haptic was injected into the patient's eye and then removed with the capsulorhexis clamp. Anesthesia was not required since the delay did not last 15 minutes as it was initially reported. Surgery was delayed from 3 to 5 minutes, just the time to remove the haptic and to take another intraocular lens; there was no problem removing the haptic and there were no consequences to the patient. The initial incision was 2.2 mm. There was no incision enlargement performed. No further information was provided.